Event description:
Had to open three structural balloons; the first one the sliding foam clip broke and the second one the balloon would not open. Chart reviewed. Procedural note: "the dissecting balloon was then withdrawn and a structural balloon was positioned. The initial structural balloon was difficult to inflate and the locking mechanism was faulty, so we discarded this and obtained a second unit, which would not inflate. Ultimately a third was inserted and inflated and then popped while placing our lower midline trocar and so a fourth was obtained and seated well."